Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Product surveillance contacted the peritoneal dialysis nurse, who stated the patient is doing fine. No patient injury or medical intervention was reported. The cause of the low drain volume alarm with presence of air bubbles was undetermined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm, which occurred on the homechoice (hc) during use during initial drain. The homepatient (hp) stated that there were two big bubbles in the patient line. The tsr advised the hp to end therapy and start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.